Event description:
It was reported that the patient presented for the left bundle implant procedure. During the procedure, the lead failed to be implanted and also exhibited noise. The lead was not used and was replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were noise and unable to implant. As received, a complete lead was returned in one piece for analysis. The reported event of noise was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.